Manufacturer narrative:
Product has not been returned, therefore no evaluation was completed.

Event description:
Allegedly per the customer, during an ivor-lewis esophagectomy procedure the surgeon noticed a piece of metal from the distal tip of the outer tube fell into the patient. The surgeon successfully retrieved the metal piece confirmed by x-ray. There was no harm to the patient. The case was completed with no further intervention.